Event description:
Emergency medical technician responded to a 911 call. The pt was found conscious but could not speak. The emergency medical technician tested pt's blood glucose on suspect device and it was 247 mg/dl. The emergency medical technician retested the pt's blood glucose on the suspect device and it was 126 mg/dl minutes later. The pt was transported to the hospital and they tested his blood glucose and it was 20 mg/dl, 8 minutes later. The pt was given d50. The emergency medical technician did not administer any treatment based off of the suspect device readings.